Event description:
The customer obtained biased nbil results for quality control fluids. The scenario is consistent with a malfunction that could have caused false pt results to be reported. No pt samples were processed or reported. There was no report of pt harm as a result of this event.